Event description:
It was reported that a component of the bd bactec¿ mgit¿ 960 supplement kit was contaminated prior to use. The following information was provided by the initial reporter: contamination issue, panta.

Manufacturer narrative:
Medical device lot #: a lot number was not provided for the bd bactec¿ mgit¿ 960 supplement kit; however, the lot number for the affected kit component was provided: panta lot #: 1106137, panta expiration date: 04-oct-2022, panta manufacture date: 16-apr-2021. Medical device expiration date: unknown, device manufacture date: unknown, investigation summary: mgit panta is manufactured by rehydrating components in usp purified water and mixed into a homogenous solution. The solution is then sterile filtered, dispensed into vials and stoppered by machine. The vials are lyophilized and crimp caps are applied per standard operating procedures (sop). Mgit 960 growth supplement is manufactured by rehydrating the media components with usp purified water and mixed until a homogeneous solution is obtained. The solution is then sterile filtered and dispensed into vials; stoppers are manually placed in the vial opening; septum caps are manually placed on top of the stopper and then mechanically crimped per sop. Six mgit panta vials are then manually packaged with six mgit growth supplement vials to make a mgit 960 supplement kit (material 245124). During the kit packaging of this product, vials are visually examined manually and empty vials are to be rejected. Batch number for panta given was 1106137. Batch history review for panta batch 1106137 was satisfactory and no quality notifications were generated during manufacturing and inspection. Qc inspection and testing were satisfactory at time of release. The release testing that is performed on this product does include media appearance. No foreign objects were observed in qc samples at the time of release. If foreign matter had been noted during qc testing, the product would have been placed on quality notification and further analysis including 100% inspection of the batch would have been conducted. Retentions were available for panta batch 1106137 (10 vials). There was no evidence of foreign material or microbial growth in 10/10 retention samples from visual inspection. For further investigation two vials were reconstituted with 15ml of sterile water and then incubated. One retention vial was placed into 20-25 degrees celsius, and one retention vial was placed into 33-37 degrees celsius incubation. At ten days incubation time there was no microbial growth was observed in either vial. Two photos were received to assist with the investigation: the first photo shows one panta vial uncrimped with the stopper still in place. The media appears to be reconstituted and there does appear to be microbial growth in the vial. The contaminate appears to be fungal from the photo. The second photo shows one panta vial from batch 1106137. The vial is uncrimped. The stopper is still in place the vial appears to be reconstituted. There does appear to be fungal growth in the media. Returns were received to assist with the investigation. One reconstituted vial from panta batch 1106137 without a crimp cap in a bag was returned in a box with foam padding and returns for another complaint. Fungal growth was observed in the media. The vial was sent to the microbial identification lab and the mold observed in the vial could not be further identified because it was non-viable. While the observation contamination of panta batch 1106137 was made from the returns and photos submitted, no 245124 kit batch number was provided by the customer to properly complete an investigation. However, manufacturing records for panta batch 1106137 were reviewed and a probable kit batch number was found. Review of the probable kit batch number found the kit was satisfactory and there are no other complaints have been taken on the probable kit batch for contamination. Bd will continue to trend complaints for contamination. This complaint cannot be confirmed for a defect in a 245124 kit.